Manufacturer narrative:
The insulin pump display functioned properly. No missing segment/partial display noted, however the lcd glass had ink spot/bleeding near time and battery icon. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported having odd symbols on the display where they shouldn't be and display looks slightly red. Customer's blood glucose was 442 mg/dl. The device was dropped nor bumped. Customer was advised to revert to back up plan. No further information reported.